Manufacturer narrative:
(B)(4). The customer reported the device had therapy board failure and failed the ops check for pads defib test as well. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. The therapy pca was replaced to resolve the problem. The device passed all performance assurance testes and was sent back to the customer. We will consider this a malfunction of the therapy pca that caused the device to have therapy board failure and failed the pads/defib test running the operational check.

Event description:
The customer reported the device had therapy board failure and failed the ops check for pads defib test as well. There was no reported pt involvement.